Event description:
Patient had original surgery on 4/26/92 for fractured femur. Dr. Implanted free-lock supracondylar tube & plate, free-lock lag screw and compression screw. Patient fell on 6/5/92 and refractured femur. When dr. Went back in the patient during surgery it was found thatthe compression screw had broken with 1/2 remaining in the lag screw and the other 1/2 floating in the floating. Patient weighted approximatelt 450 lbs. The portion of the compression screw floting in the patient was retreived. Compression screw and lag screw returned to mfgdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.